Event description:
The pt's ipg was explanted due to an infection at the pocket site. The pt was placed on IV antibiotics for treatment.

Manufacturer narrative:
The explanted device was not evaluated, as it was discarded by the medical facility.